Event description:
It was reported an under infusion of chemotherapy. No further information was provided at the time. There was patient involvement but no harm. Bd received additional information from the customer. It was reported that the event occurred on 02 january 2025 at 9:30am. The medication involved was gemzar, volume was 247.37, and the rate of infusion was 494ml/hr. The infusion was programmed manually using guardrails drug library. Per report, "approximately 170ml" was infused over 30 minutes. The tubing used was an "alaris pump infusion set back check valve 3 smartsite y-site; however, it has been discarded and unable to be returned for investigation.

Manufacturer narrative:
Correction: report source, report source other annex b: b21, annex c: c21, annex d: d16. Additional information: device eval by manufacturer? Remedial action required, remedial action # annex a: a0401, a040502, a0404, a1801, annex g: g0301201, g02017, annex b: b01, b14, annex c: c0601, c07, annex d: d01, d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pump module under infusion event was not able to be confirmed from the log analysis or replicated during laboratory testing. ¿ rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. ¿ review of the pcu and pump module error log showed no errors were recorded related to the reported event. ¿ the event date was reported as 02 january 2025 at 9:30 am. ¿ on 02 january at 9:38 am the pump module was programmed with gemcitabine with a rate = 550 ml/h and volume to be infuse (vtbi) = 275 ml with an expected duration of 30 minutes. The user programmed a delay time of 10 minutes. ¿ at 10:14 am the vtbi was changed to 100 ml and the infusion started. ¿ at 10:28 am the vtbi was changed to 60 ml and the infusion started. ¿ at 10:35 the pump module was channel off with a total volume infused = 425.322 ml. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ the bd alaristm system with guardrailstm suite mx user manual (v12.1) states: ¿ do not touch the administration set while closing the door. ¿ ensure tubing placement is over pressure sensors. ¿ ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. ¿ under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. ¿ it should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service pump module s/n (B)(6): device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Replace the left (female) inter unit interface (iui) connector. Note to service pcu s/n (B)(6): device was not disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Replace the power cord strap and the right (male) inter unit interface (iui) connector. Root cause: the root cause for the reported issue of an under infusion event was not able to be identified. The pump module was found to be infusing within specification, the returned device was fully evaluated, and no anomalies were found during laboratory testing. Note that this report lists imdrf annex a1801, a0404, a0401, a040502, g02017, g0301201, c0601, c07, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported an under infusion of chemotherapy. No further information was provided at the time. There was patient involvement but no harm. Bd received additional information from the customer. It was reported that the event occurred on (B)(6) 2025 at 9:30am. The medication involved was gemzar, volume was 247.37, and the rate of infusion was 494ml/hr. The infusion was programmed manually using guardrails drug library. Per report, "approximately 170ml" was infused over 30 minutes. The tubing used was an "alaris pump infusion set back check valve 3 smartsite y-site; however, it has been discarded and unable to be returned for investigation.